Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has a broken display and batteries are not charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and found unit is not charging batteries and the bottom of top display is not working. Fse replaced lcd and power management board. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
N/a.